Event description:
A facility reported a microsensor (ID 826631) was implanted and could not be detected by the intracranial pressure (icp) monitor. The procedure was completed with a replacement product available. Issue detected during procedure, no patient clinical consequences, no surgical delay.

Manufacturer narrative:
The microsensor (ID 826631) was not returned for evaluation as the product was discarded, therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.